Manufacturer narrative:
The reported event of difficulty to remove the ventricular lead from the header was confirmed. The final analysis found that as received, there was blood accumulation in all of the connector ports including the connector block areas. The blood in all these areas had a bonding affect between the insides of the connector ports, the seal rings and the silicone lead body surfaces of the lead. This made the removal of the lead difficult. No device anomalies were found. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw on the pacemaker header could not be unscrewed and it did not come off easily. The set screw was eventually removed and also set screw damage was suspected. The pacemaker was explanted and replaced. The patient was in stable condition.